Event description:
On (B)(6) 2013, we have been informed about a burn at a patient (bsc #(B)(6)). In a hospital in (B)(6), a rf3000 radiofrequency generator leveen coaccess 4.0cmx15cm, and more than one non-monitoring dispersive electrodes (model rs01b30) were used during an rfa procedure with the objective of the ablation of a tumor. Setting of the device was performed as usual and the treatment was performed. When the pads were removed from the legs after the ablation, it was noted that the patient received burns on her legs where the pads were placed (in the shape of the pads). The burns were in shape of circle (only the edge of the pads). It was reported that the burns would be treated with topical cream and wold be observed. The lesion was not tortuous.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei#6736 and concerns our complaint# rkl-13-2531. The retained samples have been inspected electrically and thermally. Mechanical tests were performed on retained samples. All samples were found to perform within limits. No faults could be detected. No information regarding the applied power and the activation cycles were provided. Given the nature and objective of the procedure, it is possible that the IFU was not followed. As no further information was made available to us despite repeated requests, no further conclusion can be drawn.